Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt cable connecting ECG c and d, cable connecting ECG a, b and front therapy pad, the cable connecting the distribution node to rear therapy electrodes, and the rear therapy electrodes were severed and missing. The root cause for the missing cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.